Event description:
It was reported that the patient had ankylosing spondylitis. The pain management specialist deemed that the patient needed to have the pump taken out. The patient¿s primary health care provider (hcp) would not take it out stating that it was detrimental to the patient¿s health to have it removed. The patient was currently looking for a new doctor to remove the pump. The pump was infusing saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the disease caused spinal fusion and was a rare type of arthritis. It was reported it had nothing to do with the pump but because of the catheter in the spine and the spinal issues it was noted to not be wise to continue with the type of therapy. It was reported the bone could fuse around the catheter and cause issues. There were no device issues at all and it all performed as it should. It was strictly because of the diagnosis of the disease. The date of diagnosis was not available however it was noted it was recent. No further information was provided.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).